Event description:
New information received notes that the patient was stable.

Manufacturer narrative:
Reported event of capture problem were not confirmed. As received, the device was above elective replacement indicator (eri). Visual inspection noted helix length was out of specifications. The elongation of the helix was consistent with implant damage. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. No anomalies were found.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of capture. It was also noted that the delivery catheter was not able to go into tether mode. The device was removed and not installed on (B)(6) 2024. The patient status was unknown.